Event description:
Additional information was received which indicated that the patient¿s status was resolved with sequelae five days following the onset. The event resulted in prolongation of hospitalization.

Manufacturer narrative:
B2 - outcome attributed to adverse event: updated with hospitalization; correction h6 - annex f (imf): updated with hospitalization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected section e. Facility name. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while in the post-anesthesia care unit, the patient presented with expressive aphasia and right arm weakness. An emergent computed tomography (CT) of the head was negative for a hemorrhage, but showed hypo perfusion watershed distribution in the right anterior cerebral artery (aca), middle cerebral artery, and the posterior cerebral artery without a clear infarct. A CT angiography showed a left internal carotid artery occlusion with minimal reconstitution. The remaining intracranial vasculature did not show evidence of large vessel occlusion. One day following the valve implant procedure, the patient was able to nod, hand grip was somewhat equal, and all extremities were mobile. In addition, an electrocardiogram showed first degree atrioventricular block and medication was administered. Four days following valve implant, a neurology radiologist reviewed the cta and identified an aca clot and ordered a routine neck and brain magnetic resonance imaging which showed a small hypodensity in the posterior right temporal lobe concerning for interval acute-subacute infarct. A local sulcal effacement was observed, but no midline shift and no acute intracranial hemorrhage. The patient was awake and oriented, slight mouth asymmetry remained, however, equal bilateral hand grip, symmetrical strength on all extremities, finger to nose intact, no drift, and ataxia were noted. The patient's condition was reported as recovering/resolving. It was noted the patient has a negative history of stroke or transient ischemic attack prior to valve implant. Per the physician, the valve may have caused or contributed to the stroke. No additional adverse patient effects were reported.